Event description:
It was reported that post paced t wave oversensing on ventricular channel was noted via merlin.net. Patient was asymptomatic. Programming changes were recommended. The issue has been resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that an asymptomatic patient present to the ER and post-paced t-wave oversensing was observed again via stored egm. Programming changes were made.